Manufacturer narrative:
Insulin pump received with critical pump error alarm and unable to download due to moisture damaged the electronic assembly on electrical board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify power loss alarm due to critical pump error alarm. Device was received with corroded battery tube, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had replace battery alarm. The customer's blood glucose was 17.3 mmol/l. The product was returned for analysis.